Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure, it was reported the lead helix was not performing adequately. It required 22 turns to retract it and it did not fully retract. It was also reported the lead extended easily taking 6 turns. The lead was not implanted. No patient complications have been reported as a result of this event.